Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient reported symptoms of sleepiness and incoherence. At that time, the cgm displayed a glucose value of 200 mg/dl, while a bg meter reading ranged between 500-700 mg/dl. In response, the patient turned off her omnipod insulin pump and administered insulin manually using a sliding scale. At an unspecified time later, the cgm displayed a glucose value of 300 mg/dl, whereas the bg meter reading was 900 mg/dl. The patient confirmed that her bg meter is capable of measuring values that high. The patient¿s daughter subsequently contacted emergency medical services (ems). Upon ems arrival, the patient¿s bg meter reading registered as ¿high¿ on their device. Ems administered insulin and IV fluids, after which the patient was transported to the emergency room. She was diagnosed with diabetic ketoacidosis (dka) and hospitalized for approximately two months. Details regarding specific medications or treatments administered during the hospitalization were not provided. During the final two weeks of her hospital stay, the patient was transitioned back to use of her insulin pump and cgm. At the time of reporting, the patient was described as doing ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.